Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image confirms the batch number and product number. The image reveals the t1 anchor has became detached from the needle. The t2 anchor is at the distal tip of the needle. The depth gauge has been cut. A visual inspection revealed the device was returned outside of original packaging. The distal tip of the needle had become bent. The anchors and suture were attached to the needle. A functional evaluation revealed both t1 and t2 anchors could be deployed as intended. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during use in a meniscus repair, the t2 of the fast-fix could not be deployed. It is unknown if there was a delay. A smith and nephew back up device was available. No other complications were reported.